Event description:
The pt's initial admitting diagnosis was chest pain, acute mi, non q wave. Medications the pt was taking upon admission to the hospital were integrilin gtt @ 13 cc/hr, heparin gtt @ 25 cc/hr on arrival from another facility, arrival @ 0745 both gtts off @ 1025 per dr order, to cardiac cath lab(ccl) @ 1105. With regards to the initial cypher stent implantation the procedure was elective. There was no pre-existing clot during the initial procedure. The target lesion was mid & distal rca. This was a de novo lesion. The lesion was distal to a prior stent. One stent placed to rca. At same operation, prox circ & omi each stented-2 total. They were not overlapping. There was no difficulty in wiring or accessing the vessel during the initial procedure. The site was pre-dilated prior to stent inplantation. Inflation pressure was 12 max. For 45 seconds. Inflation pressure used to deploy the stent: 11 atm seconds 22. The stent to vessel sizing: 1:1. There was good wall apposition of the stent. There was no chance of undetected dissection. The stent was not post-dilated. The residual % of stenosis after stent implantation was 0%. There was no disease to the stent. Ivus was not used after initial placement of the stent. Heparin was administered. The dosage: heparin 3000 units IV. Acts monitored in the case were: prior to heparin 174, after heparin 286 at end of procedure 221. Gp2b3a's were used. Brand and dosage: intergrilin @ 13 cc/hr. A loading dose was not given. The post-procedure regime of antiplatelet therapy was asa 325 mg & plavix 300 mg po on arrival to cssu post proc. Pt expired. The pt returned with the subacute thrombosis (sat)after 3 days. The pt's admitting diagnosis: 1st pci ended @ 1242, return to ccl @ 1946 onset of s/s @ 1816. To treat the sat: ptca to distal rca occlusion inflated to 12 atm to "multiple areas", restoring flow. Pt expired in the cath lab @ 2048.